Event description:
It was reported that the patient felt a shocking or jolting sensation and increased baseline pain while the stimulation was turned on. The event occurred after strenuous activity. The patient may have had pneumonia and was coughing. The patient could feel stimulation going up her back, but was not covering the pain. It was also reported that the patient has recently had to recharge "every other day." The patient had previously recharged once a week. Additional information will be provided if it becomes available.

Manufacturer narrative:
(B)(4).